Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-17759. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was observed that the atrial lead exhibited loss of atrial sensing, but was inappropriately capturing the ventricle, which was noted on atrial threshold testing. Additionally, premature ventricular contraction count was high. The atrial lead was confirmed to have fallen into the right ventricle via fluoroscopy. The lead was explanted and replaced on 22 apr 2021. During the procedure, the patient was thrashing around and after the procedure, he felt discomfort in his chest. It was discovered during the post operation check that the new atrial lead exhibited loss of sensing due to dislodgement. Programming changes were made to deactivate the lead. On 23 apr 2021, the atrial lead was repositioned successfully. The patient was in stable condition throughout both procedures.